Event description:
The procedure was a rectal operation and the operative name is low anterior resection. Intelligent tissue monitoring was on. Operations performed by the doctor when the problem occurred was seal & cut (coagulation/incision). The settings was (usg-400). The connections to the generator have not been inspected. No transducer cords and other medical device cords (e.g. Electrocardiograph) bundled together.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out and to provide a correction to the initial (d9 and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the probe broke around the outer pipe. There were no scratches on the probe. From the photo of the fracture surface of the probe, it was clear that the fracture began at the origin of the crack that entered the probe. The broken probe tip was not returned. There were no scratches or contact marks on the non-insulated part of the gripping part. As a result of checking the inner pipe on the gripping surface side, there were no scratches or contact marks. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the breakage of the probe which was retrieved occurred due to one of the following mechanism: 1.) During the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2.) A force was applied to the probe during spark generation. 3.) Cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. 4.) Due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, the root cause could not be specified. The event can be prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. To date, the device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a therapeutic procedure, this thunderbeat probe fell out inside the patient. The customer immediately collected it, replaced with another device and completed the procedure. There were no reports of patient or user harm associated with this event.